Manufacturer narrative:
Under visual inspection the sample appeared to be in good condition. Then we inflated cuff by a spare syringe filled with air. Air was found to be leaking from connection between pilot balloon and inflation line as described by customer (note: customer described that a fluid was leaking from this connection. Inflation system shall be filled by air not by any fluid). Then we slightly pulled inflation line and smooth detachment from pilot balloon was observed. Rout cause (B)(4) was created on (B)(6) 2021, in order to perform a complete cause analysis for the failure mode reported for inflation line detached; the analysis performed in the sample received concluded that the occurrence of this failure condition could be caused by: not enough thf solvent at joint cause by bad condition on the thf feeder system equipment. DHR: a review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Event description:
It was reported that during the use of the product, leakage of fluid between the pilot balloon and the inflation line was found. The customer then stopped using the product. No patient injury was reported.

Manufacturer narrative:
Under visual inspection the sample appeared to be in good condition. Then we inflated cuff by a spare syringe filled with air. Air was found to be leaking from connection between pilot balloon and inflation line as described by customer (note: customer described that a fluid was leaking from this connection. Inflation system shall be filled by air not by any fluid). Then we slightly pulled inflation line and smooth detachment from pilot balloon was observed. Root cause (B)(4) was created on (B)(6) 2021, in order to perform a complete cause analysis for the failure mode reported for inflation line detached; the analysis performed in the sample received concluded that the occurrence of this failure condition could be caused by: not enough thf solvent at joint cause by bad condition on the thf feeder system equipment. DHR: a review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Event description:
It was reported that during the use of the product, leakage of fluid between the pilot balloon and the inflation line was found. The customer then stopped using the product. No patient injury was reported.